Event description:
On (B)(6) 2022, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for traumatic thoracic aortic injury. Initially, about 60% of the partial uncovered stent of the ctag ac was placed in the left subclavian artery. When secondary deployment was performed, decrease of blood pressure in the left arm was confirmed. A non-gore stent was deployed in the left subclavian artery, and the flow of the left subclavian artery improved. The patient tolerated the procedure. The physician stated that the landing on the lesser curvature side was short.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.